Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('reproductive system disorder or condition- type of disorder or condition: salpingitis') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), emotional disorder ("psychological or psychiatric problems condition: mentally emotional/mental sadness"), migraine ("migraines"), headache ("headaches"), menometrorrhagia ("reproductive system disorder or condition type of disorder or condition: menometrorrhagia"), nausea ("nausea"), tooth disorder ("dental problems/teeth work"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyspepsia ("gastrointestinal or digestive system condition type: digestive system"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), adnexa uteri pain ("adnexal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), abdominal pain lower ("lower stomach pain") and depressed mood ("sad always because my husband and I cannot cant have any children") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, hormone level abnormal, hypersensitivity, emotional disorder, migraine, headache, menometrorrhagia, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, dyspepsia, vaginal haemorrhage, menorrhagia, adnexa uteri pain, bladder disorder, urinary tract disorder, abdominal pain lower and depressed mood outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, bladder disorder, depressed mood, dyspareunia, dyspepsia, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, salpingitis, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menometrorrhagia, salpingitis and adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Product indication updated. Essure explant date added. Following events were added: hormonal changes, abnormal bleeding, allergic or hypersensitivity reaction type: allergic, psychological or psychiatric problems condition: mentally emotional, migraines, headaches, reproductive system disorder or condition type of disorder or condition: menometrorrhagia, salpingitis, nausea, dental problems, nickel allergy, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: digestive system, abnormal bleeding(vaginal), menorrhagia, bladder or urinary problems or changes, urinary tract disorder and lower stomach pain. Previously reported event injury was updated to pain. Event severity added for: lower stomach pain. Reporters added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.